Event description:
It was reported that during an implant attempt the right ventricular (rv) lead had high impedance. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism. The outer insulation was breached cut and exhibited a cosmetic cut. The helix was blocked by the guidetooth, which was damaged. The lead appeared to be damaged at implant.